Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leds on the front panel were not glowing, it was due to a faulty mainboard; the front panel switches were also not working, it was due to a faulty mainboard. Additional findings include the following: flickering was occurring in the image; it was due to a faulty mainboard. Dust was found inside the equipment. The net spacer on the chassis was found deformed. Corrosion was found on the rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the image was flickering but was still visible, the front panel switches were not working and the leds on the front panel switch did not light up while using the evis exera iii video system center. The issue was found during preparation for use for a diagnostic procedure (endoscopy). There was no delay, and the procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to circuit board failure. Olympus will continue to monitor field performance for this device.